Event description:
The device was used during low anterior resection. Reportedly, the instrument was difficult to open and the anastomosis was not complete. The surgeon applied cautery and manually sutured to complete the procedure. The hospital has reported no pt injury occurred.